Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-01-09 (B)(4): a friend or family member of the patient reported an end of service (eos) error code on (B)(6), indicating the device is off and no longer providing therapy. As a result the patient experienced a sudden loss of stimulation on (B)(6). It was stated that on (B)(6) the patient visited a friend at the hospital and their stimulation turned off. It was suspected that maybe the patient had been around a high source of emi. Follow up with the healthcare provider (hcp) is to be conducted to schedule replacement surgery. The patient's indication for implant is parkinson's dual and movement disorders.